Event description:
(B)(6). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. The target lesion being treated was located in the saphenous veing graft to 1st obtuse marginal. The lesion was 95% stenosed, 3.0mm in diameter and 20mm long. The lesion was treated with direct stent placement using a 2.75x28mm ion stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2012, the patient was diagnosed with acute myocardial infarction and was hospitalized the same day. The event was considered resolved without residual effects. Continuation of medical management was recommended and the patient was discharged 2 days later.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).